Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The pt reportedly had a large amount of scar tissue in the groin area. The needles did not present on deployment. Backdown was not successful. At some point after the unsuccessful backdown, the device broke at the guide core. The pt was sent for surgical removal of the device. She did fine after the surgery.